Event description:
During a 180 degree rotation, customer attempted to unlock and elevate the ratchet tower while the spine top was attached to improve compression. The tower was very difficult to unlock and during this process the customer injured themselves. Customer team member needed to go to urgent care to address thumb injury.

Manufacturer narrative:
Per the information obtained from the investigation and device evaluation, the bearings inside the ratchet tower that help in locking and unlocking movement were found visibly damage thus causing challenges in locking/unlocking of the ratchet tower and injuring the hospital staff member. The staff member sustained a thumb sprain and had to wear a brace for some time but the injury was reported to be healed promptly. The reason for the bearings to be damaged was undetermined as there could have been varying factors such as unusually repetitive locking/unlocking of the tower, improper usage during rotation procedures, improper maintenance via a third party servicing company that could have caused/contributed to the damage. There is not enough evidence that points out to a single factor. Hence the root cause of this incident is deemed to be damaged bearings due to unknown reasons.

Event description:
During a 180 degree rotation, customer attempted to unlock and elevate the ratchet tower while the spine top was attached to improve compression. The tower was very difficult to unlock and during this process the customer injured themselves. Customer team member needed to go to urgent care to address thumb injury.